Event description:
It was reported that the user experienced loss of dexcom g7 continuous glucose monitor (cgm) readings to the ilet, consistent with cgm signal loss impacting communication between the sensor and the ilet controller. No adverse clinical symptoms reported. Outcomes included temporary interruption of automated insulin dosing guidance due to missing cgm data. User support included customer support-led troubleshooting and education, re-pairing the sensor followed by a wait period to re-establish communication. Investigation of this case revealed a probable communication interruption between the cgm transmitter and the ilet, with no evidence of device hardware failure reported. It was concluded, based on previously established findings for similar reports, that the cause was device communication disruption resolved through standard troubleshooting.